Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in germany. It was reported that, the patient encountered infusion set's tubing detachment event on (B)(6) 2025. The detachment was at site. Insertion site wa abdomen. Infusion set was in use for one day. No further information available.